Event description:
New information notes that the patient expired due to heart failure few days after the device was explanted. It was suspected the death may have been caused by the premature battery depletion and unable to provide pacing therapy. However, no allegation was made for cause of death to be related to device issue. Related manufacturer reference number: 2017865-2017-32026. Related manufacturer reference number: 2017865-2017-32025.

Event description:
It was reported that the patient presented to the hospital after having trouble getting the device to interrogate, it was finally addressed with the merlin programmer. Premature battery depletion was noted, the fastpath showed a battery voltage below eos. Low pacing lead impedance¿s was observed on the rv and ra leads. The device was explanted.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported premature battery depletion was confirmed in the laboratory. The device was at eol when received. A longevity calculation was performed but did not meet expected eri to eol interval and is thus considered premature depletion. The premature battery depletion was the result of high current drain from the firmware being stuck in radio ready mode. The reported low lead impedance was noted in the pli trend data in the device image but could not be reproduced during analysis. Please reference MFR#s 2017865-2017-32025 and 2017865-2017-32026 for death information.

Event description:
New information notes that the patient presented to emergency department (ed) in poor condition, with low heart rate. The device was unable to establish communication and the device was replaced. It was noted that the patient did not make a full recovery after device explant, after presenting in heart failure secondary to severe bradycardia and device failure. Patient was place in comfort care and passed away.